Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of tpn with dextrose 12.5% was to run at 3.3ml/hr with a total volume in the bag of 179.2 ml. At 0300 there was an ail alarm and the bag was noted to be empty. The clinicians in attendance did not observe any leakage. The patient's labs were drawn and within normal limits; there is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml of mix medications; 250ml IV bag with 10% of dextrose, therapy date (B)(6) 2015 the reported issue that a tpn bag was found empty earlier than expected could not be confirmed. Physical inspection of the device noted no damage or any anomalies. Visual inspection of the disposable sets found evidence of fluid having been leaked onto them. No obvious holes or tears were observed with the tpn bag. Analysis of the pcu event log shows that the module was infusing tpn at 3.3ml/h when it alarmed for ail on (B)(6) 2015 at 2:53am. The module was placed in pause mode, followed by it being placed in standby mode for 15 minutes. The standby programming was rechecked then the system was turned off at 3:06am. The recorded vi was at 33.934ml. The event log had no recorded infusion of the reported heparin 125 units in 10% dextrose. Rate accuracy testing was performed and the device was within specification. Functional and pressure testing was performed on the disposable sets and no leaking was observed. Root cause could not be identified.

Event description:
We received a medwatch report that is presumed to be for this event and states: "hyperal solution for nutrition was hung on this young pt at a rate of 3.2ml/hr at (B)(6) 2015 at 1630 on the alar is lv module with primary tubing and the pcu. It was discovered at around (B)(6) 2015 at 0300 when the rn returned to the room to address a pump alarm that the tpn bag was dry (too early). Based on the IV pump report, rate programmed only 33.8 ml should have been infused. Tpn bag compounded and prepared was a total of 179.2 mls. Over infusion is suspected with around 100ml unaccounted for in the infusion history of the IV pump. D10 was hung subsequently in order to assist in the care management of this pt and to allow for close monitoring. Alaris pcu unit, lv module - start time of use of tubing (B)(6) /2015 1630 pumps in use over the last several days for treatment needs."